Event description:
It was reported that the patient's ams 800 artificial urinary sphincter (aus) was removed on unknown date due to erosion. A new aus was reimplanted on (B)(6) 2019. Additional information received stated that the erosion occurred around the urethra and it was caused by too tight cuff. The patient condition post procedure was good.